Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was greater than 29 mg/dl at the time of the incident. The customer reported that they changed the pump and the blood glucose was 109mg/dl and hour later dropped to 29mg/dl. The customer treated with glucagon shot. The patient's current blood glucose was 128mg/dl. The patient has not treated. The patient had been experiencing low blood glucose for few hours. The insulin pump will not be returned for analysis.